Event description:
It was reported that this pacemaker device was found in safety mode. Subsequently, this device was explanted, and the device is expected to be returned. No additional patient adverse effects were reported.